Event description:
The customer reported failed pm. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to wear of the pca front cover. A review of the device history record showed the device had a manufacture date of (B)(6) 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and a technical evaluation has been completed. Confirmation of the allegation is pending. However, iui corrosion was found in connection to the reported allegation. This report is reportable based on the findings of iui corrosion. A follow-up report will be sent once the investigation including device history review is completed.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.